Manufacturer narrative:
One medfusion pump was received chipped out on the lower left corner of the top case and a major crack on the battery compartment of the bottom case. The event history log was reviewed and there was a "motor not running" error. An occlusion test was performed and "motor not running" was found at the beginning of the test. The main board was found misaligned due to the pump being dropped or mishandled by the customer. The mainboard was reassembled, and the whole motor assembly was cleaned and greased to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's motor was not running. It was unknown if there was patient involvement and there was no patient or clinical injury.